Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the issue recurred.